Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.

Event description:
Additional information obtained from the field representative indicated that this lead was explanted due to high thresholds.